Event description:
It was reported that the primary audible alarm background test failed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found non-OEM (original equipment manufactured) top case and tamper seals with the pump. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated during occlusion test and as such they were unable to determine the intermittent of the error. No cause was found. The speaker was however replaced as a preventative measure. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: d4: model number: 4000.